Event description:
It was reported that the insulin gauge was inaccurate. Customer reported filling the cartridge with cold insulin. Customer was instructed to fill cartridge with room temperature insulin per the user guide. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.